Event description:
Customer reported discrepant results with calcium and glucose. Customer reported glucose value of 29 mg/dl, repeated sample using the same sample and received a result of 114 mg/dl. Customer reported a calcium result of 8.0 mg/dl, repeated assay using the same sample and received a result of 9.3 mg/dl. Customer does not report any treatment based on discrepant results. Customer reports that calibration ran after the incident and did not meet specifications. A roche field service representative identified a fiber strand in the sample. In addition, an air bubble was removed from the incubation bath and the stirrer probe was found to be bent.